Manufacturer narrative:
The lot number for one malfunction was provided and a lot history review was performed, the lot number for another malfunction was not provided, therefore, lot history review was not performed. The devices for both malfunctions has not been returned for evaluation, therefore, the investigation is inconclusive for self-activation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model mc1416 biopsy instrument allegedly experienced self activation or keying. This information was received from various sources. Of the two alleged failure modes, one did not involve patients, and one involved patients with no patient consequences. The weight of one (B)(6) female patient is (B)(6) and another patient's age, weight and gender were not provided.